Manufacturer narrative:
This is a duplicate report of 1818910-2017-25755. 1818910-2017-25755 will be kept for investigation purposes.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 24 september 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to degenerative join disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor¿s bone cement. On (B)(6) 2017, the patient underwent a left knee revision due to loosening of the tibial component, instability, and pain. The surgeon indicated the tibial component came out easily and there was no cement on the back side of the tibia. The tibial component was revised. The surgeon did not comment on the femoral nor patellar components and they were not revised. The patient was implanted with attune knee system. Competitor¿s cement was utilized, and there were no complications reported. Doi: (B)(6) 2017. Dor: (B)(6) 2017. (Lt knee).